Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that the physician calculated the IV heparin dose using the patient's ideal body weight (ibw) and a bolus of 7,000 units was ordered. The facility's protocol is to administer the bolus through IV pump, pulling the heparin bolus from premixed bag of 25,000 units/250ml. It was noted that since the IV pump can only be programmed with a maximum bolus dose of 4,000 units, the nurse had to reprogram the device to give the remaining 3,000 units. It was then reported that there was a questionable delivery of heparin bolus dose through IV pumps. Although requested, additional information was not provided.